Event description:
It was reported that during implant procedure, the lead was crushed and exhibited low impedance. The lead was not used and replaced.

Manufacturer narrative:
Analysis was normal. All damages were sustained during procedural procedure. No anomalies were found.